Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of explant is unknown. Date of event and therapy date are estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 1627487-2021-12737; related manufacturer reference number: 1627487-2021-12739; related manufacturer reference number: 1627487-2021-12741. It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place wherein the system was explanted. The date of explant is unknown. Reportedly, patient experienced continued pain in his legs ever since the removal, as well as trouble walking. As patient no longer has abbott devices implanted, no further follow-up is anticipated.